Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock in the primary sensing vector. Boston scientific technical services (ts) was contacted for review, and it was determined that the therapy was delivered due to oversensed myopotential noise. It was recommended to perform provocative maneuvers and isometrics to assess the reproducibility of the artifacts, as well as to assess whether a different sensing vector would be more suitable for this patient. Additionally, it was noted that the system exhibited an elevated, but still in range shock impedance measurement (148 ohms) following the inappropriate shock. It was noted that this elevated impedance has been observed since (B)(6) 2022, and the patient had previously undergone standard post-implant defibrillation threshold testing with successful conversion. The patient was seen in-clinic, where the secondary and alternate vectors failed the automatic set-up with oversensing during maneuvers. Primary vector with x2 gain also continued to show oversensed artifacts. Ts recommended x-ray imaging to evaluate the system position and provided potential reprogramming options. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.